Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was giving an error message of ¿free disk space is too low¿. Review of log file showed that the system indeed gave the message "free space low: delete examinations". Functional analysis determined that the actual cause of the issue was problem with the image database. The fse has created new patient database and bios battery in the image pc was replaced. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system was giving an error message of ¿free disk space is too low¿ although images were deleted. The system was in clinical use. The procedure was aborted due to the error. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the patient database. The fse re-installed the database and returned the system to use in good working order.